Event description:
Male pt with multiple medical comorbidities status post cardiac stent placement times 2 four weeks prior to presentation, was bending over today to pick up a cover for his snowmobile when he felt his left hip give way. He is status post a left total hip arthroplasty in 2006 and had been doing well until yesterday. He did, however, endorse a burning sensation in his left hip with walking over the past few months. He denies any fevers, chills or recent illness. He was evaluated in an urgent care and then decided to drive to the hospital for further care. After his hip gave way he noticed significant hip pain and inability to stand upright.